Manufacturer narrative:
(B)(4). Batch # n57025. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached / missing and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. In addition received two cartridges, cartridge b, fully fired, swing tab in locked position. Cartridge c, was returned with the proximal 70 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: will all pieces be returned with the device? No information.

Event description:
It was reported that during an open surgery, the firing knob was broken off at the second firing of device on the transverse colon. The device could be fired but it was quite harder than expected at the first firing. The firing was completed by using forceps to move the rest of the knob, but the staples on the proximal end were unformed since the knife did not move completely to the end. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.